Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("abnormal bleeding /abnormal bleeding (general)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, menorrhagia and dysfunctional uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) / had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media pelvic pain,¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received .reporter and patient demographics were added .events fatigue and lower abdominal pain added. Events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and genital haemorrhage ('abnormal bleeding /abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, menorrhagia and dysfunctional uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagea)/ heavy bleeding."). In january 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) / had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the fatigue, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted for date of insertion: (B)(6) 2005. Discrepancy noted for date of removal : (B)(6) 2012 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs and social media received. New events abnormal bleeding(vaginal, menorrhagia) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.